Event description:
A non-healthcare professional reported that during surgery, the intraocular lens (iol) came out of eyeball on insertion - surgeon wanted to use a different lens after this incident. According to the additional information received, the lens was not delivered onto the eye as intended.

Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined. No sample was returned for analysis. The product history records confirm that the product met release criteria. The manufacturer internal reference number is: (B)(4).